Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.